Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, there were multiple incidences of "no injection alarm" in the past 30 days. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged ¿no injection alarm¿ issue was verified in the black box but not duplicated during the evaluation. Review of black box history found multiple loss of prime alarms due to non-zero low force. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any loss of prime issues. Normal and audio bolus were completed and recorded correctly. The force sensor calibration was found to be low out of specifications. Pump casing was opened and the force sensor connector wire was securely seated and the force sensor resistance reading was within specifications.